Manufacturer narrative:
Age at time of event: 18 years or older.   Device is a combination product. (B)(4).   Device evaluated by MFR: the device was not received for analysis. The manufacturing batch record review confirmed that the device met all material, assembly and performance specifications. The most probable root cause is operational context as device performance was limited due to anatomical procedural factors. (B)(4).

Event description:
It was reported that stent damage occurred. The 90% stenosed target lesion was located in the moderately tortuous and severely calcified left anterior descending (lad) artery. A 2.25 x 16 synergy¿ drug-eluting stent was advanced to treat the lesion but failed to cross. The device was removed and the physician noted that the stent struts were lifted up. The procedure was completed with a 2.25x15 non-bsc stent. No patient complications were reported and the patient's status was good.